Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5054308/5092181.

Event description:
It was reported that the patient was still experiencing inadequate pain relief even after multiple reprogramming. The patient underwent an explant procedure wherein all devices were removed and discarded.